Manufacturer narrative:
Salameh mk, hoballah jj. Successful endovascular treatment of aneurysm sac hygroma after open abdominal aortic aneurysm replacement: a report of two cases. J vasc surg 2008;48:457-60.

Event description:
As reported in the medical literature, a man, presented with a 6.5-cm aaa, right common iliac aneurysm and left renal artery stenosis. In 1995 he underwent an open aortobiliac replacement using an 18- x 9-mm ptfe graft, with aorta-left renal artery vein bypass. In 2006 he presented with abdominal and back pain and was found to have a perigraft hygroma measuring 8.1 cm in maximal diameter. Given the lack of obvious signs of infection, the authors opted for a relining procedure with aneurx stent grafts (medtronic). The postoperative course was uneventful. A CT scan 6 months later showed decreased hygroma size, with a maximal diameter of 6.1 cm. The patient remains symptom free, without aortic sac enlargement, 18 months postoperatively.